Event description:
On 05/21/2009, the pt reported he noticed a red, hard bump when he removed his insulin infusion headset in 2009. He said he felt discomfort and the area is now tender to the touch. He stated that as a result his blood glucose elevated to 300 mg/dl at 9pm last night. His target range is 100-130 mg/dl. Symptoms are fatigue. He treated his reading by disconnecting from his insulin infusion device and switching to injection therapy as he believes he has multiple site issues. The pt stated that up until last week he sued his infusion headset for 3 days. He said he is now changing it every 2 days as recommended. He said he uses his abdomen for his headsets and generally uses the same area. Proper site selection and rotation were discussed with the pt. On follow up at about one week later, the pt stated that his doctor said he has cellulitis caused by either an infected hair follicle or by bacteria on the needle he was using. He stated the doctor had prescribed him some medicine. He stated he will remain on injection therapy until his "stomach clears on that side." No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.